Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was unknown. The customer was admitted to the hospital. The customer blood glucose was elevated so that patient went into a coma causing car accident. The customer cause of hospitalization is diabetic ketoacidosis. The customer was treated with insulin drip. The customer was not able to recover the pump from the accident.